Manufacturer narrative:
The customer's calibration and qc were acceptable. The field service engineer inspected the microcup to tube and the sample probe alignment. He performed system adjustments, checks, and precision testing. He verified the analyzer's sampling and hardware check were ok. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable bilt3 bilirubin total (B)(6) results for one patient tested on a cobas 8000 c 502 module. The patient's initial results were reported outside the laboratory. The customer performed repeat testing with the patient's sample for confirmation. The patient's initial total bilirubin result was 0.1 mg/dl, and the patient's repeat result was 14.5 mg/dl. The customer determined the repeat result was correct and a corrected report was issued. The total bilirubin reagent lot number was 471998 with an expiration date requested but not provided.